Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: productcomplaints <productcomplaints@bd.com>. Sent: tuesday, june 4, 2024 9:00 am. To: productcomplaints <productcomplaints@embecta.com>. Subject: fw: syringes. Bd restricted. From: sent: monday, june 3, 2024 8:00 am. To: productcomplaints <productcomplaints@bd.com. Subject: syringes. I do not have the shipping label for either one of the containers of syringes. Would you please send me the labels so I am able to get them to you. Almost all of the two boxes are contaminated. The pharmacy needs to be reimbursed for the syringes and the insulin that was wasted. Sincerely.

Manufacturer narrative:
2 syringes affected in this event.